Event description:
It was reported that pump displayed repeated malfunction alarms identified by code and fault messages, with no notable events occurring before malfunction and no information available about customer¿s blood glucose level at time of event. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support after multiple occurrences, resettable malfunction was discussed, and pump was replaced under warranty with instructions provided for storage mode, device return, and shipping details, while customer declined to share information about backup insulin therapy and no further information was expected.